Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call prime anomaly and high blood glucose levels. Customer's blood glucose level was 523 mg/dl. Customer treated their high blood glucose with a manual injection. Customer advised insulin squirts out everywhere during manual prime process. Troubleshooting for the prime rewind was performed. Customer advised they are stuck in preparing to prime loop. Customer attempted a bolus delivery while in the rewind/fill tubing process. Customer pressed act on the rewind complete screen but nothing happened. Customer was assisted with the rewind/fill tubing process. Customer advised they were able to exit the rewind complete/bolus delivery loop and completed the fill tubing process successfully. Customer was advised they were stuck in a preparing to prime loop due to attempting a bolus delivery while in the rewind/fill tubing process.